Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported it takes two plus hours to charge their device from 75% to 100% every day. The patient also stated that they have difficulty getting more than six coupling bars during charging session. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient has had several in-service on charging and how to get eight coupling bars. If the patient sits very still without moving, they are able to get eight coupling bars, but if they move even a little, they lose 2-4 coupling bars. They have tried using the shoulder harness with little success and the patient was given antenna adhesive stickers to try, but that did not keep the antenna in place. The patient still had difficulty getting more than six coupling bars. The issue was not resolved.